Event description:
Related manufacturer report number: 2916596-2020-05531 it was reported by the vad coordinator that the patient is feeling the "shocks" while on mobile power unit (mpu) power supply. The vad coordinator (vc) is insisting to change the controller. It was recommended to maybe try a different outlet or issue a loaner mpu or power module and see if this still occurs. Patient is in the clinic the next 2 weeks and will download log files and follow up then. Additional information states that patient switched controller. Patient reported frequency of shocks have decreased after controller exchange, but they are still happening. Patient was asked to bring mpu with him next time he comes so it can be determine if that is where the "shocks" are coming from" per vc, it was reported that patient is still getting shocked (even after switching to back up controller). Patient has tried plugging his mpu into different plugs and it still happens. It was noted that the patient thought the issue did not occur while on battery power.

Manufacturer narrative:
Section b5, d11: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported, that the shocking issue was not resolved after the patient was given a loaner mobile power unit (mpu). The patient was then given an ICU cover. And the patient did not feel shocks anymore.

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event (including device serial number). However, no additional information was provided. Manufacturing and expiration dates are unknown, due to serial number being unknown. Manufacturer's investigation conclusion: the reported event of ¿feeling small shocks from his hm3 controller¿ could not be confirmed, through this evaluation. Additional information communicated on (B)(6) 2020, indicated the patient performed a system controller exchange. It was reported, frequency of shock decreased, but continued to occur. It was recommended, the mobile power unit be brought to the clinic with the patient. Additional information was requested, regarding the return status and serial number of the suspected system controller. No information was received. A root cause could not be determined, during the evaluation. All available information for conducting this investigation was collected. And no additional follow-up attempts will be performed. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly. And will be reopened if pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself¿ . Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Under section 3 ¿powering the system¿, risk of electrical shock is listed in the caution. ¿to avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords¿. ¿do not clean or service the mobile power unit, while it is plugged into an ac electrical outlet, or electrical shock may occur¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was feeling small shocks from the hm3 controller, which left small "bug bite: looking spots on the belly and arms where the controller rests at night. It was noticed on the last 4 to 5 weeks.